Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint that the stylet was cut and left in the catheter during the procedure was confirmed and determined to be use related. One 4 fr s/l groshong PICC was returned for investigation. The catheter was received with the two-piece connector attached and assembled to the proximal end of the catheter. The catheter extended 44cm from the distal tip of the strain relief oversleeve. The stylet wire was visible within the lumen. The distal tip of the stylet was protruding 3mm from the valve. The cut end of the stylet was observed in the catheter near the distal tip of the strain relief sleeve. Stylet removal is contained in the insertion instructions and precedes modification of catheter length. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the patient had a groshong catheter inserted for a blood transfusion for myelodysplastic syndrome via the right median vein on (B)(6) 2017. It was reported that during the procedure for inserting the catheter, the physician cut the stylet with the catheter. The physician did not aware the stylet was cut at that time and then, the stylet was left in the patient body. Later on the same day, the operator noticed that the catheter and stylet were cut off together with the stylet let in the lumen of the catheter. The catheter and the stylet were removed from the patient.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that during the procedure for inserting the catheter, the physician cut the stylet with the catheter. The physician was not aware the stylet was cut at that time and then, the stylet was left in the patient's body.